Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
It was reported by the hospital contact that during the coil embolization, the coil (640cx0306/17108410) could not be detached. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure. A non-sterile og cmplx xtrasoft coil 3x6 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 37, 50 and 109cm from the proximal end of hub. The introducer was received zipped without damage. The support coil gripper and embolic coil were found inside of the introducer. The gripper and embolic coil were inspected under microscope; no damages were noted on the gripper as well as no obstructions or damage was noted on the purge hole and the embolic coil was found stretched. Using a lab sample syringe 635-002, the orbit galaxy was tried to purging on the blue zone; after that the pressure gauge was increased to the green zone and the coil was detached without any difficulty. A review of the manufacturing documentation associated with this lot 17108410 presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the customer as ¿coil - failure to detach¿ was not confirmed during the functional test. Therefore no corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. UDI: (B)(4). Concomitant medical products and therapy dates: new coil (details unknown). Connecting cable (details unknown). Detachment control box (details unknown).

Event description:
It was reported by the hospital contact that during the coil embolization, the coil (640cx0306/17108410) could not be detached. Withdrew the coil and used a new coil (details unknown) to complete the procedure. There was no report on the patient injury. It was initially reported that the product will be returned for analysis. There were no damages noted on the coil. There was no clinically significant delay in the procedure due to the event. A pre-deployment electrical check was performed. The low battery light and fault light were not seen. The green system ready light illuminated. It is unknown if the detachment light illuminated during the detachment cycle. It is unknown if the audible signal beeped. All connections appeared to fit properly without application of excessive force. The same connecting cable (details unknown) and detachment control box (details unknown) were used to complete the procedure.